Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to insufficient cleaning as residual liquid or foreign material came out of channel-tube. Additional evaluation findings were as follows: due to a pinhole on channel tube, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, the adhesive on the bending section cover was detached, the distal end has stain, and the image guide protector, protector of universal cord on control section side, the protector of universal cord on scope connector side all has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera ultrasonic bronchofibervideoscope had air/water leakages. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the forceps. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign object from forceps mouth occurred due to lack of cleaning, disinfecting, and sterilizing the device before returning the actual product to olympus. It is likely the reprocessing was not completed and the water leakage occurred resulting in the foreign object. The instructions for use identify verbiage related to reprocessing methods within the following chapters: "chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures." Olympus will continue to monitor field performance for this device.